Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for gastrointestinal/pelvic floor and fecal incontinence. It was reported that the patient had a recent incident of excruciating pain, on (B)(6) 2018. They went to the hospital and it was determined that they had fecal impaction/mass/fecal matter; ¿not far down, more upward, disengaging the fecal matter right now.¿ it was noted that it was in the area of where the implant was located on the right side, back/buttock area through pelvic area. There were no device issues reported, and no further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
No new information.